Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced. The device had reached elective replacement indicator (eri) with limited interrogation function available. Possible premature battery depletion was questioned by the customer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it was time for device replacement. On 2013-(B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.